Event description:
During a navigated tkr surgery, it was reported that the surgeon had to repeatedly adjust the location of the tracking camera on the navigation workstation to reduce interference effects from the operating room lights. The effects involved temporary loss of tracking data depending on the location of the camera. This reportedly extended the expected surgery time by 30 minutes. The surgery was otherwise successfully completed without any further effects to the pt.

Manufacturer narrative:
The use of the device in further surgeries was stopped and a replacement tracking camera sent to the user facility. The return of the subject component is still pending to allow completing the investigation. There is no adverse trend of such an occurrence.